Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer who was implanted with a neurostimulator for gastrointestinal/pelvic floor and urinary dysfunction/sacral nerve stimulation. The patient reported that she was trying to either increase stimulation or change the program but did not get anything when she turned the patient programmer (pp) on. The patient stated she got a timer on the top left and it would go to the poor communication screen. The patient noted they were using their antenna. The patient attempted to sync with the implantable neurostimulator (ins) after confirming the antenna was secure but this did not resolve the issue. The patient was instructed to unplug the antenna, place the patient programmer directly over the stimulator, and sync but this did not resolve the issue. The patient was sent a replacement device and was instructed to follow up with the healthcare professional to get the internal device checked if it does not resolve the issue. No patient symptoms were reported. Information was received from a consumer (con) regarding a patient who was implanted with a neurostimulator. Patient reported that replaced patient programmer was showing the same thing of poor communication. The patient's symptoms had returned, noting that they didn't have to change all the time but, at the time of the report, they did have to change all the time. They also stated that they had a CT scan, for an unrelated pain condition, that could be related to the issue. Patient was implanted for urinary dysfunctional/sacral nerve stimulation and gastrointestinal/ pelvic floor. Additional information received as patient reported that when they had recently increased the activity level, it was certainly lethargic by most standards. Patient realized that changing box (pp) often unable to program or increase intensity. After numerous attempts to get the box and paddle to connect, they finally contacted medronic who thought that they needed a new box (pp) which was sent to them after being unsuccessful with new box. Patient going through at lease twice as many as supplies and stay wet. They believed that the implant in rear end had migrated south.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a con. It was reported that their ins was depleted and they felt it was normal battery depletion. They knew it was depleted because they had a return of symptoms. They started peeing their pants again. They were going to follow-up with their healthcare professional (hcp) to discuss ins replacement.

Manufacturer narrative:
(B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer. It was reported that the patient had seen a specialist an a representative and it was determined that nothing had migrated, just that the battery was dead. No further complications were reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The main component of the system and the other applicable components are: product ID: 3037, serial# : (B)(4), product type: programmer, patient. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep). It was reported that the pp would not interrogate. There were no further complications reported or anticipated.